Manufacturer narrative:
Scenario #1 was found during in house testing by quality control staff at the information systems. The correct quality assurance failures are generated during the initial entry session. Scenario #2 was found in the test area of a client site. No patient harm was reported. Background: in blood bank maintenance, the user is able to define patterns for phase results and an interpretation for tests that are used to validate results entered into the application. The text code hide can be defined in maintenance to suppress the test result from printing on patient reports. A test interpretation of hide is most often used to result tests that were added to an order in error. Resulting the test with hide translates to 'do not report' on internal laboratory reports. Two quality assurance warnings/failures check that the phase results and interpretations match the predefined reaction results in blood bank maintenance. If reaction results entered for a phase do not match test result interpretations, a pattern match does not occur and the quality assurance warnings/failures will execute. "Unit compatibly reaction entry does not match system interpretation" (qa #21). "Specimen reaction entry does not match system interpretation" (qa #22). The qa #21 and #22 warnings are messages that are displayed when the user enters reaction result patterns that do not match with the test result interpretation. The qa #21 and #22 failures are displayed when the data is saved/filed. The user must acknowledge all warnings and override all failures. To override the failures, the user needs to have appropriate security. This override may require the entry of a reason code. Note: for some quality assurance failures, security can be defined to not allow an override. Within an application, the user results a test (i.e. Crossmatch) that has an interpretation (i.e. Compatible) defined for phase results (i.e. Immediate spin, lis incubation, anti-human globulin and check cells). The entries of the phase and interpretation results are done through a reaction grid. Since a pattern match is based on the phase results and interpretation, entering an interpretation without phase results is atypical. Both quality assurance failures referenced are used to disqualify a patient/unit from computer assisted crossmatch (cax) eligibility. For clients using cax, it is important to note that if the quality assurance failures are not generated, a patient/unit will inappropriately qualify for cax. Problem: scenario #1: in the function blood ordering process (bop/bopw), when re-accessing an accession number that has multiple units with pending reaction results along with an interpretation and "save" is selected, the quality assurance failure "unit compatibly reaction entry does not match system interpretation" is only re-executed for the first test associated with the first unit in the display. In the function blood ordering process (bop/bopw), when re-accessing an accession number that has a patient specimen test with pending reaction results along with an interpretation and "save is selected, the quality assurance failure "specimen reaction entry does not match system interpretation" is not re-executed. In both workflows described, if computer assisted crossmatch (cax) is used, quality assurance failures are not executed; a patient/unit will inappropriately qualify for cax. Scenario #2: in the function blood ordering process (bop/bopw) during the initial entry session, the quality assurance failure "specimen reaction entry does not match system interpretation" is not generated when the reaction result pattern entered does not match a pattern defined in blood bank maintenance, the interpretation is entered as hide and "save" is selected. In the workflow described, if computer assisted crossmatch (cax) is used, quality assurance failure is not executed; a patient/unit will inappropriately qualify for cax.

Event description:
Preliminary information on the problem. In the function blood order processing (bop/bopw), when reaction result grids are enabled, quality assurance messages "unit compatibly reaction entry does not match system interpretation" and "specimen reaction entry does not match system interpretation" are not generated under the following atypical circumstance. Scenario #1: when an accession number is re-entered that has pending reaction results with an interpretation already on file and "save" is selected again. In the function blood order processing (bop), when reaction result grids are enabled, quality assurance message "specimen reaction entry does not match system interpretation" is not generated under the following atypical circumstances. Scenario #2: during the initial entry of an accession number and "save" is selected with the following: partial or complete reaction results are entered. The test has a result interpretation of hide. Note: the text code hide translates to "do not report" there are no reaction results and test interpretation pattern match defined in blood bank maintenance for the test result interpretation entered. Note: both quality assurance failures are used to disqualify a patient/unit from computer assisted crossmatch (cax) eligibility. For clients using cax, it is important to note that in scenarios #1 and #2 the quality assurance failures are not executed, so a patient/unit will inappropriately qualify for cax.